Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient stated that just a couple of weeks ago, he is not sure if his implant is weak or what, but sometimes it goes on and sometimes it does not when they try to turn it off. Patient stated that he had the implant replaced in 2018 (patient did not allege any allegation to his previous device). Patient clarified and said he tries to turn the implant on and when he goes to turn the implant off, the implant will not power off. Patient added that sometimes he will not have the implant turned on and it will come on by itself. Patient said he has not had any falls or trauma. Patient was redirect to their healthcare provider (hcp) to check the implant.